Event description:
It was reported that the right ventricular (rv) lead was malfunctioning. The patient had a left upper extremity venous occlusion (lue) therefore the patient was referred for a lead extraction and a new system implant on the right side. After the procedure, a transesophageal echocardiogram (tee) showed trace pericardial effusion with mild tricuspid regurgitation (tr). It was also reported that there was high lead impedance and loss of capture. The patient was implanted successfully with a new system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary- the lead was returned in segments, analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086-52 lead (B)(6) 1999; (B)(4).